Event description:
It was reported that the external pulse generator (epg) was set to enable the rapid atrial pacing (rap) feature, and subsequently the epg "froze up" with the low battery indicator flashing. Technical services recommended that the battery voltage be measured. The caller contacted the biomedical engineer to measure the battery voltage, and to ask if the battery was new or not. The caller was to ensure that the battery voltage is measured and replaced. Additional information obtained through follow up indicated that a separate epg was obtained. No further details were available. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).